Manufacturer narrative:
Concomitant of medical products: 250ml braun bag, lot: j9k051n, exp: 02/22, heparin sodium in 5% dextrose injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "went to change bag for a heparin drip on patient and detached current bag from IV tubing. During reattachment of new bag to IV tubing (IV tubing was changed yesterday, so no change in tubing), and while attempting to spike bag, the tip of the IV tubing got disconnected inside bag. Due to this happening, the IV tubing was replaced with brand new heparin bag because now the bag had a piece of plastic lodger inside the area where you would puncture the bag." An incomplete date of event was reported as (B)(6) 2019. The customer later stated that there were no adverse effects caused to the patient from the event. New information received with the products as follows: heparin 25,000 units (100units/ml)/d5 250ml.

Manufacturer narrative:
The customer¿s report that the tip of the IV tubing got disconnected inside bag was confirmed upon initial visual inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was observed that a portion of the set¿s drip chamber spike was broken off. Functional testing was not performed due to the drip chamber spike break. The disconnection/breakage of the drip chamber spike tip inside the bag was caused by an external lateral force. The root cause of the external lateral force was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "went to change bag for a heparin drip on patient and detached current bag from IV tubing. During reattachment of new bag to IV tubing (IV tubing was changed yesterday, so no change in tubing), and while attempting to spike bag, the tip of the IV tubing got disconnected inside bag. Due to this happening, the IV tubing was replaced with brand new heparin bag because now the bag had a piece of plastic lodger inside the area where you would puncture the bag." An incomplete date of event was reported as (B)(6)2019. The customer later stated that there were no adverse effects caused to the patient from the event. New information received with the products as follows: heparin 25,000units (100units/ml)/d5 250ml

Manufacturer narrative:
Concomitant of medical products: 250ml braun bag, lot: j9k051n, exp: 02/22, heparin sodium in 5% dextrose injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "went to change bag for a heparin drip on patient and detached current bag from IV tubing. During reattachment of new bag to IV tubing (IV tubing was changed yesterday, so no change in tubing), and while attempting to spike bag, the tip of the IV tubing got disconnected inside bag. Due to this happening, the IV tubing was replaced with brand new heparin bag because now the bag had a piece of plastic lodger inside the area where you would puncture the bag." An incomplete date of event was reported as (B)(6) 2019. The customer later stated that there were no adverse effects caused to the patient from the event. New information received with the products as follows: heparin 25,000 units (100units/ml)/d5 250ml.